Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that 20 gauge .75 inch huber needle tubing cracked at the y-site and had to be replaced. Additional information received on 18-may-2023: it was reported by the customer they were unable to administer medications and had to replace needle, causing another stick for the patient. The event resulted in leakage.